Event description:
The device was observed to be in a back-up vvi mode with no high voltage therapy. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset anomaly was verified in the laboratory. The device was near end of life. The device was found in backup vvi mode. The device memory showed that the backup vvi mode was caused due to many parity errors within a 32 second window. The device had logged over 254 max-voltage charge-initiations, which may have caused the battery depletion.